Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the replacement line multi connector of a prismaflex m150 set during priming. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
The actual device was not available; however, a photograph and video of the sample were provided for evaluation. The photograph and video showed that the replacement y multi connection was leaking. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.